Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that noise and short v-v intervals was noted on the right ventricular lead. A new pace/sense lead was implanted and the high voltage lead remains in use. No patient complications have been reported as a result of this event.